Event description:
It was reported that the ilet pump¿s touchscreen was internally shattered after a fall while the user was wearing the device, resulting in a display that was difficult to read and use. Symptoms included no clinical signs, symptoms, or medical conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a display readability issue associated with the touchscreen component, with ambient light contributing to the difficulty in viewing the screen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.